Event description:
A report was received that the patient felt as if something internally was protruding causing pressure and discomfort on her back. The physician opened the site and discovered that an eyelet on the clik anchor had snapped and detached from a suture. The physician replaced the anchor and the patient is reportedly doing fine.